Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump powered on with returned battery cap. The battery cap was able to fully tighten to the intact battery compartment. The pump's black box showed that it was only operated on (B)(6) 2014. There was evidence of discharged batteries being installed in the pump's black box on (B)(6) 2014 at 13:30. A low battery warning did not precede the replace battery alarm due to the fact that the partially discharged battery voltage was already below the low battery warning threshold when inserted. The pump's current draws were within specifications. No "battery life" issues duplicated during investigation. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.